Event description:
Dressing change per protocol. PICC (peripherally inserted central catheter) noted to be leaking at hub. PICC discontinued. Catheter removed in its entirety. The PICC line was removed without incident. A piv (peripherally intravenous line) was placed. Lot # 21i004d. Severity of event: event reached patient, monitor to confirm for harm.